Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that the patient received multiple shocks that did not convert the arrhythmia. The ventricular fibrillation (vf) then became very fine and was undersensed. It wouldn't be sensed. The field representative contacted boston scientific technical services (ts) to discuss programming options. Ts noted that the post shock pacing did not seem to have an effect on the arrhythmia either. The possibility of the patient having high defibrillation thresholds (dfts) was discussed. Subsequently the physician opted to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode and implant another manufacturer's transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.